Event description:
As reported by our german affiliates, during implant of a 26mm sapien 3 ultra transcatheter heart valve implant procedure in the aortic position by transfemoral approach, it was not possible to cross the commander delivery system with the crimped valve through the 14f esheath+. The esheath+ was opened right at the beginning of the expandable segment. The valve was pushed by the pusher. The commander delivery system with the valve, as well as the esheath, could only be removed surgically exposing the groin. A new valve was then successfully implanted using a 16f esheath. The patient went to ICU and was discharged after without any further problems. As per pictures provided, the delivery system could be seen perforating through the sheath liner.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report have been updated or corrected: b4, g3, g6, h2, h3, h6, h11. The product was returned; therefore, a product evaluation investigation and dimensional testing were completed. Due to the nature of the complaint, no functional testing was performed. The returned device was visually examined, and the following was observed: liner expanded 21cm in length from strain relief. Remaining liner unexpanded. Tip unopened. Liner punctured 13cm in length from strain relief. Delivery system with crimped valve protruding through liner puncture. The provided imagery and video were examined and revealed the following: crimped valve and inflation balloon exposed through liner torn. Partially expanded and distal tip closed. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for inability to advance through sheath' was confirmed based on the evaluation of the returned device. Although follow-up from the field stated the patient's access vessels had no calcification, 'mild' tortuosity, and a minimum luminal diameter sufficient for use of the 14fr esheath+ (' 5.5 mm), without imagery (3mensio or other pre-op CT) the vessel characteristics could not be confirmed. It is possible that one or more patient/procedural factors (access vessel calcification, tortuosity, undersized vessel diameters, steep insertion angle) may have been present during the procedure. In addition, it was reported that 'the vessels were extremely rigid and inelastic due to previous radiation treatment for prostate cancer' which could have contributed to the reported resistance. The complaint for liner punctured' was confirmed based on the evaluation of the returned device. Available information suggests procedural factors (excessive device manipulation) likely contributed to the event. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath liner and lead to the liner torn. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Excessive manipulation can lead to sheath liner torn specially if compounded with vessel calcification and/or tortuosity. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.